Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was not adversely impacted, and did not exceed 500 mg/dl, remaining within the normal range. To resolve the issue, the customer changed the cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.